Manufacturer narrative:
The t:slim pump user guide states: avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, prior to the alarm occurring, the pump was submerged in salt water. Customer's blood glucose level was 465 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.